Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with implantable cardioverter defibrillator (ICD) had ventricular fibrillation (vf) but was undersensed. Larger r waves between the smaller ones were noted which was not helped by changing sensitivity. It was noted that the episode lasted four minutes and showed consistent dropout. The patient did finally receive a shock that converted the rhythm. Defibrillation threshold (dft) test was then done and was sensed appropriately. The ICD remains in service. No adverse patient effects were reported.